Event description:
During the periodic review of the programming history database, a high impedance event was identified. The patient's high impedance was not resolved and the patient never had the device disabled after the high impedance was identified. No additional relevant information has been received to date.